Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 3 years post tavr with a 23mm sapien 3 ultra the valve failed due to halt. The patient has a condition that doesn't allow her to tolerate anticoagulants. As such the valve developed halt and a non-edwards valve was implanted in a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for thickened leaflets was confirmed based on the information available to date. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 3 years post tavr with a 23mm sapien 3 ultra the valve failed due to halt. The patient has a condition that doesn't allow her to tolerate anticoagulants''. Per IFU, ''valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation'', and ''the edwards sapien 3, sapien 3 ultra, and sapien 3 ultra resilia thv system are contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen''. In this case, the patient was intolerant anticoagulants, which was potentially leading to thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening resulting in the thickened leaflets as reported. As such, available information suggests that patient factors (inadequate anticoagulant therapy) may have contributed to the complaint event. A definitive root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.